Manufacturer narrative:
Medwatch sent to FDA on: 11/05/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: a balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Physician reported patient experienced blue urine. Device had a valve leak and was removed.